Event description:
It is reported that during surgery in 2008, the needed implant did not come with a locking screw to attach it to the femur. They had to open another augment to use that screw.

Manufacturer narrative:
Evaluation summary: a review of the mfg records indicate that the screw was issued to the order and was packaged according to specification. A stock investigation of the 1 remaining unit of the manufactured lot was found to be conforming and the remaining units were fully distributed without any further reports of this kind. It can not be determined with certainty the cause of the report but, it is possible that the screw may have been discarded sometime after distribution. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.